Event description:
Device 1 of 3. Reference MFR reports: 1627487-2013-02111 and 1627487-2013-02112. It was reported the patient has experienced a constant warming sensation at her ipg and lead sites since her implant. She stated the warming occurs whether the system is on or off and does not worsen while charging. It was reported the physician does not believe the issue warrants any intervention at this time.

Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.